Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
A third revision of this patient that is mentally and physically challenged, as it has dislocated again using an exeter stem and head. Update (B)(6) 2021: rep confirmed that this was the patients 2nd revision, but third case.